Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when the surgeon hammers on the end of the handle of the device to place the trial implant, dust appears from the green handle. It seems to originate from the small metal screw that is placed on the green handle, close to where you connect it to the trial implant. This has happened several times. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The present handle was analyzed for conformance to print specifications and device history record was researched; no abnormal findings were identified. Visual inspection has shown that rust was not found, but sticky, organic deposition like blood or something similar on the surface of the pin. The reason for this failure is that the chromium deposit coating of the surface of the pin is damaged. It is possible that often use of the instrument led to the damaged coating. Often sterilization and cleaning can occur such effects. It is very important to store the instrument in an absolutely dry condition after cleaning in order to prevent such effects. No product fault could be detected.